Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its outer blister, covered by the tyvek foil lid shows the lot information. The inner blister which protects the instrument during the shipment was not used. The product shows macroscopic sign of damage, namely the forceps arms stuck in the metal tube and the metal tube is severely bent. There is no sign of surgery residues. The instrument was visually inspected with the aid of a photomicroscope with various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the tube in detail. The level of damage as well as the missing inner blister suggest that the deformation was caused during the shipping process from the complainant to the investigation site. However, the point in time when the described damage occurred can no longer be determined conclusively nor can the situation that led to it be reconstructed. The customer¿s complaint is confirmed as the returned device shows significant deformation, but a root cause for the reported issue cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the instrument occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps open only once and did not open again during vitrectomy surgery. Surgery was completed after replacing a product with new one. No patient impact was reported.